Event description:
A customer contacted beckman coulter inc. (Bec) regarding a high tsh result of 7.89uiu/ml generated by the unicel dxi 800 access immunoassay system on (B)(4) 2011 which is above the normal reference range (tsh reference range: 0.34 - 5.60uiu/ml). Upon repeat, the sample recovered lower, at 4uiu/ml. The sample was then run on an alternate analyzer and it recovered at 8.0uiu/ml which is above the normal reference range, similar to the initial result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The sample was collected in a 7ml serum separator tube and centrifuged for 10 minutes. Qc has been within the customer's established ranges and system check recently performed passed within specifications. A field service engineer (fse) went on-site and visual inspection of the system did not show evidence of any issues. Fse performed a system check which passed. Carryover testing and precision testing passed within specifications. A clear root cause for the event could not be determined.